Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was due to a broken exhalation housing receptacle. After replacing the exhalation receptacle, the issue was resolved. The fsr performed the user verification test and operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling. The customer performed troubleshooting, but the issue went unresolved. The customer reported there is no patient involvement associated with the event.